Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. The device was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer reported that no delivery alarm was resolved with a complete set change. Customer's blood glucose was 420 mg/dl which was treated with manual injection. Customer's insulin pump was replaced and customer called back to confirm that it was working as designed.